Manufacturer narrative:
Pump received with vibrator rattling during self test due to vibrator adhesive not adhering. Pump passed idle current test, run current test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and rewind test. No low battery alarm or excessive no delivery alarm noted. Pump received with severely scratched display window, cracked case at display window corners and cracked reservoir tube lip. Drive support was inspected and no anomaly was noted. No crack/damage on belt clip slot noted.

Event description:
The customer reported via phone call that the insulin pump had a cracked display, recurring no delivery alarms, a reduced battery life, and a loud vibrating sound. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.